Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-03263. It was reported that during an unrelated surgical procedure (exact date unknown), the physician unintentionally pulled the patient¿s leads out of the epidural space. The ipg was still functional, but therapy could not be delivered as before. As a result, the patient is awaiting surgical intervention.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-03263. Follow-up information provided the patient¿s leads were explanted on (B)(6) 2018.